Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had loss of therapy. Patient stated the device is not helping. Patient tried to increase stimulation however not sure was doing it right. Patient stated has lying sitting and standing position and had questions on adaptive stim. Patient had device off and not sure how long the device has been off. It was reviewed that device need to be on in order to help. Consumer reported the device is not helping half the time. Patient mentioned they turn off device at night because last 6 months sometimes feels strong /increase stimulation at night. Patient stated in certain postures feels stimulation differently. Patient stated the device is not changing with patient's positional change. It was confirmed adaptive stim was on. No further patient symptoms or complications were reported.